Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set leakage at the site event on (B)(6) 2024. Infusion set has been used for less than 3 hours. Infusion set has been used for one day. The blood glucose level was 150-300mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.